Manufacturer narrative:
Based on the claim against the product by the customer noting broken blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. Broken piece, approximately 0.40" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. The complaint regarding broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation of the instrument found a damaged tube adapter that secures the clamp arm in place. Both sides of the tube adapter were found broken, allowing the clamp arm to dislodge and jut out further than normal. No material appeared to be missing. Root cause is attributed to mishandling/misuse. Failure analysis found the additional failure of a damaged tube adapter to not be related to the customer reported complaint. The probable root cause of a broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was conducted to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. The probable root cause of a broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This is considered a reportable event due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument fell inside the patient. The fragments were retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument was broken. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument tip broke while the customer was using the instrument to dissect the tissue. The fragment was retrieved during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The patient had no further injury or harm. The procedure was completed with a backup instrument of same kind. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.